Event description:
Cap on stylus unscrewed which resulted in a deeper bone resection of the tibia. Posterior cruciate was "compromised". A 16mm a/p lipped duracon insert was used to stabilize knee. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest the event was attributed to a less than optimum design. Corrective action has been implemented to preclude this event in the future.